Event description:
A malfunction code malf 24 was reported, and it was determined that the malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.